Event description:
Dealer is stating that the unit is running for a while then shuts down, no alarms and no lights.

Manufacturer narrative:
The device was evaluated by the returns department which found that the battery will not hold a charge.

Event description:
Dealer is stating that the unit is running for a while then shuts down, no alarms and no lights.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.